Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was unable to powered on. A field service engineer stated that the customer resolved the issue by unplugged the power cable and plugged it after 24 hours. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) had a station was unable to powered on. The customer reported that the user was able to retrieve medications from the another station. There were no adverse events or injuries reported based on this event.